Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00718. It was reported that stent damage occurred. The 75% stenosed located in the mildly tortuous and severely calcified target lesion was located in the proximal left circumflex artery. Following predilation, a 3x20mm synergy¿ drug-eluting stent was successfully deployed. An intravascular ultrasound imaging (ivus) was performed using an opticross¿ imaging catheter. When the opticross¿ imaging catheter was pulled out, it got stuck at the proximal part of the stent which was around the guidewire exit port as seen under angiography. The proximal inner side of the stent strut was noted to be bent. The imaging could not be removed even if it was pushed> finally, the imaging catheter was successfully removed by pulling out the imaging core and placing the child catheter over it. The procedure was completed with another of same device. Additional intervention to the synergy¿ stent was scheduled on a later date. No patient complications were reported and the patient's status was stable.